Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor from a silent nite 3d sleep appliance came off from the lower right tray. The patient received the sleep appliance on (B)(6)2024 no information provided if patient started using appliance on that day. On (B)(6)2025 patient reported that the anchor broke off from tray and discontinued using appliance, no reports of harm or injury. It is reported that the appliance was rinsed with water prior to delivering to patient and it is unknown how the patient maintained the appliance.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the returned device was visually inspected and connector is broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - major crack was found, broken button. Delamination - button was separated. Discoloration - the device was discolored and non-transparent in areas. General cleanliness - the returned device appeared to have debris or foreign particles root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).